Event description:
It was reported that there was a low flow alarm in an arctic sun device. Per review of wo on 04feb2026, there was no patient involvement. Per follow up information received via mail on 04feb2026, this wo is a field one, scheduled for the 5th february. Per sample evaluation results received via task on 05mar2026, it was reported that the calibration error 105 (non recoverable navigation error) and water was found to be dirty.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.